Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a hematoma was formed. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 6.0mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon was tried to pull out and remove from the non- bsc sheath after dilatation was performed of the restenosis inside the stent in iliac artery. Subsequently, slight resistance was met by the tip part of the sheath and when pulled out as it was; a cut was made in the sheath by the blade of the cutting balloon. Consequently, leak of blood occurred from that cut and hematoma was formed in the inguinal region into which the sheath was inserted. It seems that the procedure was ended after pressure hemostasis was made of that inguinal region since intravascular expansion was able to performed. No further patient complications were reported. It was further reported that the balloon was simply pulled out from the patient. No fragments was left inside the patient. Patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluate by manufacturer: the device was returned for analysis. The device was returned together with the customer's introducer sheath and inflation device. The recommended sheath size as per dfu for this 2cm pcb 6.00mmx2.0cmx90cm device is a 6fr introducer sheath. The returned device was received together with customers introducer sheath and inflation device. The customers sheath was torn along its entire length. As the customers sheath was torn the investigator choose a new 6fr introducer sheath for investigation purposes. On analysis, the investigator applied a vacuum using the customers inflation device and successfully advanced the device through a 6fr boston scientific introducer sheath and successfully withdrew the device without any resistance or issues noted. No issues were noted that could have contributed to the complaint incident. All blades were present and fully bonded to the surface of the balloon. No issues were noted that may have potentially contributed to the complaint incident. The balloon was unfolded which indicates it had been subjected to positive pressure. No issues were identified with the balloon material that may have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a hematoma was formed. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 6.0mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon was tried to pull out and remove from the non- bsc sheath after dilatation was performed of the restenosis inside the stent in iliac artery. Subsequently, slight resistance was met by the tip part of the sheath and when pulled out as it was; a cut was made in the sheath by the blade of the cutting balloon. Consequently, leak of blood occurred from that cut and hematoma was formed in the inguinal region into which the sheath was inserted. It seems that the procedure was ended after pressure hemostasis was made of that inguinal region since intravascular expansion was able to performed. No further patient complications were reported. It was further reported that the balloon was simply pulled out from the patient. No fragments was left inside the patient. Patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a hematoma was formed. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 6.0mmx2.0cmx90cm peripheral cutting balloon was selected for use. During procedure, the balloon was tried to pull out and remove from the non- bsc sheath after dilatation was performed of the restenosis inside the stent in iliac artery. Subsequently, slight resistance was met by the tip part of the sheath and when pulled out as it was; a cut was made in the sheath by the blade of the cutting balloon. Consequently, leak of blood occurred from that cut and hematoma was formed in the inguinal region into which the sheath was inserted. It seems that the procedure was ended after pressure hemostasis was made of that inguinal region since intravascular expansion was able to performed. No further patient complications were reported.